Event description:
It was reported that the patient fell about three weeks ago and while she was having no issues and therapy was working great, she was concerned about a lump near the device pocket. The patient saw her physician who discovered that the implant was starting to migrate out of the pocket and was sticking approximately 1cm out of the skin in one area. The patient status at the time was reported as no injury/no adverse event and no action was taken at that time. The physician was awaiting response from the manufacturer to determine whether the device can be reinserted or if a new device should be used. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3889-28, lot# va009bl, serial# implanted: (B)(6) 2012, explanted: product type lead. Product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).